Event description:
Smiths medical viavalve IV catheters product codes 3267 (20g 1"), 3266 (20g 1 1/4"), 3260 (22g 1") we have had multiple issues of bent needles found in the packages, and multiple issues of using on a patient and the safety mechanism did not engage. This has been an ongoing issue since (B)(6). It affects multiple lot numbers. Smiths medical has a lack of urgency in finding out what the issue is during production that is causing so many failures. All defective products were returned to smiths for qa, I have yet to receive a report back on their findings. Smiths has all information, and defective products to date. Experienced IV therapy nurses who have been using these needles since they came out are identifying the defective safety engagement issue. Smiths has been cumbersome, relaying that the defect could be caused by the staff. This is incorrect, issues found are by experienced staff. I also found out today that smiths is now receiving complaints from other organizations concerning this issue as well. Since (B)(6) we have experienced many, many issues with the smiths medical viavalve IV catheters product codes 3260, 3266 and 3267 not having the safety mechanism engage at point of use. This is an issue with patient and staff safety. We have also experienced some of these needles are dull or bent (found prior to use). Smiths has been contacted each and every time and have been very lackluster in trying to discover the potential problem, and have not provided any qa reports to date. All defective products was returned to smiths for qa.